Event description:
A report was received that the patient experienced an allergic reaction to the cannula. It is not known if treatment was provided.

Event description:
A report was received that the patient experienced an allergic reaction to the cannula. It is not known if treatment was provided.

Event description:
A report was received that the patient experienced an allergic reaction to the cannula over a long period of time. It is not known if treatment was provided.